Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a left and right heart catheterization with percutaneous coronary intervention (pci) procedure. Reportedly, there had been no resistance advancing the device into the anatomy. The proglide device was positioned in the vessel and the foot was opened. When the device was being pushed forward before attempting to be pulled back for tactile resistance, the physician felt the proglide device ¿buckle¿. He could tell that the proglide device had separated. The device was unable to be removed; however, the physician was able to visualize the actuator wire of the proglide and cut it. The handle and guide portion of the proglide were able to be removed; however, the black distal sheath portion remained in the patient anatomy. Access was made through the left common femoral artery (lcfa) and left common superficial femoral artery (sfa) in an attempt to go ¿up and over¿ to snare the separated proglide sheath. The separated proglide sheath was snared and removed through the access site in the left sfa. The device reportedly separated into two pieces during the procedure; however, the physician cut off a small "black piece" of the device (likely portion of the distal sheath) as it came out of the anatomy when snaring was being performed in order to get a better grip when removing the distal sheath from the anatomy. The foot of the proglide was still intact. There was tissue damage to the left sfa as there was contrast extravasation seen exiting out of the vessel. The tissue damage was treated with a covered stent in both the left sfa and left iliac. Manual compression was applied to achieve hemostasis in both the rcfa and lcfa access sites. Two units of blood and dopamine were given to the patient due to hypotension during the procedure. There was a reported clinically significant delay in the procedure as it took over 4 hours to complete. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. Although the reported sheath detachment was not specifically confirmed, the location of the detachment was confirmed at the guide. The reported deformation was confirmed. The reported device entrapment could not be replicated in a testing environment as they resulted from procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulties appear to be related to high angle of insertion during device placement. The reported patient effects of tissue damage and hypertension are a known inherent risk of the procedure and the treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue. Na.